Event description:
In 2005, an orthofix tibial nail was implanted in the pt's bone to treat an tibial distal fracture. One month after surgey, the pt completed rehabilitationand left and the hosp. He reportedly walked without crutches for farm work. During his walking up the mountain road to his farm, he began to feel discomfort and pain. He consulted the hosp, where they discovered the nail had broken. An additional surgery was performed using a plate to fix the bone. No further issues reported.